Manufacturer narrative:
(B)(4). The investigation is currently ongoing and conclusions will be sent in a f/u report before (B)(6) 2011.

Event description:
The customer reported that it is possible to interpret the mirror icon a "right" marker. This can led to a misdiagnosis.